Manufacturer narrative:
(B)(4). Pan. The analysis results showed that one gst60t cartridge reload was received fully fired, with the pan detached from the cartridge. No further functional testing could be performed due to the condition of the reload. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric sleeve procedure, after firing the device successfully, the surgical tech found that the metal frame of the cartridge was stuck in jaws and separated from the metal frame. The surgical tech stated it was difficult to remove the metal frame from the jaws. Used graspers to pull out and it came out smoothly at that time. Other than slowing the reloading process down, had no adverse effect on case or patient. Several more firings were completed with same stapler with no issues.

Manufacturer narrative:
(B)(4).